Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent unspecified breast augmentation with unknown size unknown saline implants on both sides and experienced bilateral breast implant deflation postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number 3507504bc; serial number (B)(4) on the left side, and with catalog number 3507504bc; serial number (B)(4) on the right side on (B)(6) 2020. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On october 12, 2020, mentor became aware that patient experienced only right side deflation, and left side was intact and no adverse event was reported for the left side. Patient underwent bilateral explantation and replacement with catalog number: 3507504bc; serial number: (B)(6) on the left side, and with catalog number: 3507504bc; serial number: (B)(6) on the right side on (B)(6) 2020. As per one device received, device return was randomly selected, and reported in the previous submission for the left side. Since clarification is received, this supplemental report is for the patient¿s left-sided device since patient only experienced right side deflation. Patient and device codes have been updated on this form. Manufacturer¿s reference number: (B)(4).